Event description:
It was reported the patient had two consecutive ventricular fibrillation episodes and the first episode slowed under the detection zone and no shock was given. It was noted that with the second episode the heart rate accelerated back into the ventricular fibrillation detection zone and the device treated appropriately. Although the device delivered therapy the patient did not survive.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implantable defibrillation lead, 6949, implanted (B)(6) 2005. (B)(4).

Manufacturer narrative:
Full analysis cannot be completed at this time due to pending litigation.